Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during the insertion of the screw, into the threaded hole of the plate, the screw head broke. There was no reported surgical delay. The procedure was completed successfully. This report involves one (1) screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device product codes: hrs. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a device history record (DHR) review was conducted: part # 04.118.518ts, lot # 7l66705, release to warehouse date: 09 dec 2020, expiration date: 01 dec 2025, supplier: (B)(4), non-sterile, part # 04.118.518, lot # 28p6525, manufacturing location: monument, manufacturing date: 02-dec-2019, part number: 04.118.518, 2.7mm ti metaphyseal scr/ slf-tpng w/t8 strdrv recess 18mm, lot number: 28p6525 (non-sterile), lot quantity: (B)(4) sixteen pieces were scrapped in cell at op, turn head/cut to length/nose turn. Eleven pieces were dropped, and five pieces were scrapped as set-up parts. Eight pieces were scrapped in cell, flow inspect/pack, due to a discolored surface finish. Production order traveler met all inspection acceptance criteria apart from the twenty-six pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Packaging label log (pll) lmd was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.210.106.999, 2.8mm screw blank 19mm no head turn/no point w/sd8, lot number: h579519, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Parts were 100% sorted for taper depth. Inspection resulted in fifty-eight pices being scrapped for taper depth too deep. The remainder of the lot was determined to be acceptable and was released part number: 23032, tialnbci2.78, lot number: h531110, lot quantity: (B)(4) lbs. Certified test report was reviewed and determined to be conforming. Lot summary report dated 15-dec-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.